Event description:
It was reported that this patient was admitted to the hospital due to a non device related injury. The device was not able to be interrogated and the last check of the device in (B)(6) 2021 showed that the device had triggered elective replacement indicator (eri). Premature battery depletion was alleged, and this device was explanted and will be returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device has not been returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was admitted to the hospital due to a non device related injury. The device was not able to be interrogated and the last check of the device in january 2021 showed that the device had triggered elective replacement indicator (eri). Premature battery depletion was alleged, and this device was explanted. To date the device has not been returned despite efforts to obtain this information. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that this patient was admitted to the hospital due to a non device related injury. The device was not able to be interrogated and the last check of the device in (B)(6) 2021 showed that the device had triggered elective replacement indicator (eri). Premature battery depletion was alleged, and this device was explanted. To date the device has not been returned despite efforts to obtain this information. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient was admitted to the hospital due to a non device related injury. The device was not able to be interrogated and the last check of the device in january 2021 showed that the device had triggered elective replacement indicator (eri). Premature battery depletion was alleged, and this device was explanted. The device was returned for analysis. No additional adverse patient effects were reported.